Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
According to the reporter, on (B)(6), during use, the device had a leak in the catheter shaft, it presented blood leakage in the y-port/site. There was no patient injury, medical intervention, or adverse reaction associated with this event.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformance reports (ncrs) related to the reported issue for the involved lot. No changes were identified that may impact the product/process related to reported condition during a period of six months prior to manufacturing date. The physical sample involved in the reported incident was not returned for evaluation. One photo was provided by the customer. Visual evaluation of this photo was performed. The picture showed a catheter in the hands of a clinician. A section of the extension tube was observed with a hole/cut. In addition, in the image showed the catheter showed signs of manipulation. The risk files were reviewed. The instructions for use (IFU) state the customer should perform a visual inspection before using the device. It also cautions not use the catheter if it is crushed, cracked, cut or otherwise damaged and to exercise caution when using sharp instruments near the catheter. This reported condition has been confirmed. The product sample was not returned to the manufacturing site for evaluation however based on the available information and it can be concluded that product was manufactured according to specifications. Moreover, 100% devices are inspected for leaks or cuts in the extensions per procedure. The reported condition was more likely damaged during use caused by use of sharp objects, repeated clamping or other similar damage. The evidence provided is enough to discard the manufacturing process as a potential cause. No trends or triggers have been found. Therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. No additional actions are required. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during use, the device had a leak in the catheter shaft, it presented blood leakage in the y-port/site. There was no patient injury, medical intervention, or adverse reaction associated with this event.